Event description:
The customer received blood glucose readings of 40,260 and 324mg/dl on the contour meter. She was not feeling well and almost passed out. She was not sure if she should take her insulin or not. The customer was asked to return the test strips for evaluation. New meter and strips were sent to her.